Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the suture and t2 were returned. The depth limiter button was not in the default position. T2 was in the t2 position. The suture was tucked into the depth gage tubing. Part of the suture where t1 should have been was out exposed about an inch out of the depth gage. The actuator tip was behind t2. A functional evaluation was performed on the returned device and found the actuator tip moved t2. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, after t1 of the fast-fix 360 curved was implanted, t2 was deployed simultaneously, t2 was also deployed through the meniscus; both ts were removed from patient by suction. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).